Event description:
The advocate stated that the customer's glucose was tested using her dex2 meter and the reading was 350 mg/dl. The customer's glucose was retested using another meter and the reading was 152 mg/dl. The difference between the reading falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The advocate did not have any testing supplies with her at the time of the call, so troubleshooting was not possible. The test strips are to be returned for evaluation. The advocate was insistent that the meter be replaced. A new breeze2 meter kit was sent to the customer.

Manufacturer narrative:
The advocate did not have the testing supplies with her at the time of the call, so it was not possible to obtain the reagent info.